Event description:
Patient was referred to surgery to have their lead loosened due to reported tightness when turning their head. No known surgical intervention has occurred to date. No other relevant information has been received to date.